Event description:
The user received a questionable vancomycin result for one patient born on (B)(6). The year of birth was in (B)(6), but no further information could be provided. The initial result was 63.45 ug/ml and the repeat result was 21.49 ug/ml. The initial result was not reported outside the laboratory and (B)(4) with an expiration date of 09/30/2012. The field service representative could not find a cause. He inspected the instrument operation, mechanical movements and alignments. He cleaned the transfer head area and fluid unit area as a preventative measure. He replaced probes b and c and replaced dosage pipettes b and c. To verify the analyzer operation, he performed a pipetting accuracy check with all results within specifications. The user recalibrated and ran quality control and precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. No raw data was provided for investigation. The issue was not reproducible and no malfunction of the hardware was detected. The erroneous result did not cause an adverse event.